Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report was confirmed. A faulty dp board was resulting in a black and white image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned their olympus loaner evis exera iii video system center and noted that the image was freezing. There was no procedure or patient involvement during this event.

Manufacturer narrative:
Correction to h10 of the initial medwatch (MFR#): it was stated in the additional narratives/data section (h10) that the customer reported device problem (image freezing) was confirmed during evaluation. This issue was not confirmed during the evaluation. However, the evaluation did reveal that the device produced a black and white image. The evaluation attributed this to a faulty circuit board (dp). Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image problem which was identified during the evaluation of the device. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the circuit board problem. Olympus will continue to monitor field performance for this device.